Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 99mg/dl. They took their normal meds and stayed in bed. Later they checked their glucose again and the reading was 87mg/dl. They were incoherent and emt's were called. When the paramedics arrived they checked pt's glucose on their meter and the reading was 35mg/dl. Pt was treated with a glucose IV and taken to the ER. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.